Event description:
Our affiliate reports that a pt had an arthroscopic shoulder repair in 2007 with the use of a spiralok 6.5mm anchor as the soft tissue fixation device. At some point in time post-op, it was determined that the fixation device had broken, and as a result, the original repair was impaired and needed re-fixation. On approx eleven months later, the re-surgery was performed to remedy the pt's problem. The procedure was concluded successfully without further incident or harm to the pt.

Manufacturer narrative:
Nothing is being returned for eval, device discarded by user facility. However, the failure mode, for this particular device, has been the subject of a long term study. The study has brought forth several hypotheses for this failure mode. One is that during the initial anchor insertion processes, heavy loads or torque were being applied to the anchor in an off axis manner, or, the driver itself was not seated totally flush to the head of the anchor, also an off axis issue. Another hypothesis is the issue of the bone quality. The ifus state in the warnings, the device may break/fracture if inserted into very hard bone. So, if the bone quality of the pt is hard or very dense, then it is possible for the force needed to insert the anchor could cause stress fractures that are undetected at the time, but, leading to full breakage post operatively upon further loading. In both hypotheses, we are talking about excessive loads being applied to the anchor in an attempt to drive it into the bone, causing it to weaken and possibly fail, either at the moment of insertion or at some future post-operative time. Outside of these hypotheses, we cannot discern any other root cause for the reported failure mode. At this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.